Event description:
Pt on espirit ventilator (p/n n1000; js3012700) resp therapist in room, all number on vent went to "0" with no alarm sounding. Pt immediately removed from vent, no issues with patient, ventilator tagged and removed from unit. Biomed unable to duplicate event. Manufacturer notified.